Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record review could not be performed as the part and lot information regarding the complaint devices were not provided. The similar complaint review was not performed because there was no device malfunction reported and this complaint was based on an article review with no device/lot information provided. Based on the information reviewed, a cause for death cannot be determined. It should be noted that the mitraclip instructions for use (IFU) states that "the mitraclip nt system is intended for reconstruction of the insufficient mitral valve through tissue approximation." As it was reported that the mitraclip device was used on the tricuspid valve, this is considered off-label use of the device; however, it cannot be determined whether the off-label use contributed to the reported patient effect. The patient effect of death is listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Dates estimated. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature attachment. Article title "cardiopulmonary hemodynamic profile predicts mortality after transcatheter tricuspid valve repair in chronic heart failure."

Event description:
This is filed to report death. It was reported through a research article 236 patient underwent a mitraclip procedure to treat tricuspid regurgitation (tr). Within one year of the procedure, multiple patient had passed away. Details are listed in the attached article, titled "cardiopulmonary hemodynamic profile predicts mortality after transcatheter tricuspid valve repair in chronic heart failure." No additional information was provided.